Manufacturer narrative:
The reported complaint of a leak could be confirmed from the video received. Without the return of the sample a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 14" (36 cm) set de extensión con filtro de 1.2 micras, microclave¿ clear, pinza, luer giratorio where the customer reported that the patient's mother reported the bed was wet and the medication was spreading. During the verification, it was observed that the bed was indeed wet, as well the protective cover of the parenteral nutrition filter, which was also damp. The healthcare professional, upon removing the cover, noted a leak of parenteral nutrition at one of the filter edges. The 1.2-micron filter was then replaced. There was patient involvement, but there was no patient harm reported as a consequence of this event.

Manufacturer narrative:
Additional info - (B)(6). The device is not available for evaluation, however, a device history review will be performed.